Event description:
The following has been reported: biomed reported: pump problem. As always, the pumps have been tested with multiple cassettes and have been cleaned. Pumps will be left on if additional logs are needed please feel free to pull them as we wont always be able to revisit the same pump multiple times at this high volume of failure to pull logs. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No pump was returned, therefore the complaint could not be confirmed or refuted. An internal investigation has been opened to investigate the reported issue. Per the preliminary technical failure summary, the customer was able to clean the av pins and run a test infusion with no errors. The pump was returned to customer use. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.